Event description:
The user facility reported a 62-year-old male was implanted with an impella rp device for mechanical circulatory support. It was reported that during placement of the central catheter, the utilized guidewire interacted with the impella rp pump, and the placement signal disappeared. Flows remained stable following the loss in signal and the patient was later weaned from support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for optical signal issue has been completed. The impella device was not returned for evaluation. Review of the data logs show the root cause of the optical signal issue was most likely a damaged sensor caused by an interaction with the guidewire during central line placement. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11191: f6/f8-should have been left blank . G1 manufacturing site address.